Event description:
Caller stated that she performed back to back tests with the following results: 404mg/dl, 387mg/dl, 436mg/dl. She reports at the same time a hospital's device read 93mg/dl. No treatment was received. Quality controls tested within range on strips used at time of comparison. Requested return of suspect device and replacement was sent.